Event description:
Estimated date of incident (B)(6) 2023. It was reported that the charger allegedly fried/burned at the charging port. There was no harm to the user, and no reported property damage. No further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device trended case concluded: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Device investigation result: a returned apollo 6 c-2 charger shows signs of deformation and overheating in the area surrounding the usb c connector, the receptable of the usb c connector had come loose and was tumbling around inside the internal structure of the charger. A low-ohmic connection, short-circuit, had developed within the receptacle of the usb c connector of the charger. The connection had most likely formed due to the cable being inserted in an incorrect manner. A short-circuit will emit heat when the cable is connected to the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. The clinical investigation concluded: it was alleged in the complaint- that the charger fried/burned at the charging port. There was no harm to the user, and no reported property damage. It is unknown if original accessories were used. Clinical evaluation: the chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. There can be melting of the plastic around the connector and is visible to the naked eye. It is highly unlikely that the user would touch in case there appears to be melting or high temperatures. In the unlikely event of the user touching this overheated device, it can lead to superficial or minor injury that would in most cases require no medical intervention. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk register conclusion reference: based on the information provided this appears to be a known risk which is covered by an existing capa0616. All resulting actions are contained within the CAPA which includes assessment of risks and associated updates. Manufacturer's investigation is final. This is a combined (initial and final) report.